Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: dtpa2d4 crt-d; implant date: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following a cardiac resynchronization therapy defibrillator (crt-d) replacement procedure the right ventricular (rv) lead triggered a alert for high pacing impedance. It was noted that the rv lead superior vena cava (svc) coil impedance was higher than it was prior to the replacement procedure. The post operative chest photo suggested that the rv lead pin was not properly inserted into the crt-d connector port. A revision procedure was performed two days later and blood ingression was observed on the rv coil and the svc coiled portion of the lead connector pin. There was also blood noted in the crt-d connector port.  The blood was removed from the connector pin and connection port and the lead was reinserted into the device header. The lead measurements were within normal limits. The rv lead and crt-d remain in use.